Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the spacer and plate of zero-p separated at the implant holder during mounting. After putting the two parts back together manually, they came apart again while the surgeon was attempting to implant the cage. The surgeon swapped out the implant and used a new one with no further problems. A surgical delay of approximately 30 minutes was reported, but the patient¿s condition was deemed satisfactory. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device failed during the procedure and was not implanted/explanted. Device was discarded and is not available for return. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: march 18, 2013 - expiry date: march 1, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.